Manufacturer narrative:
D3: correction. The product was received on 11/15/2024, the investigation is ongoing.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing there was a motor error. No patient harm was reported.